Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas pump was dropped, resulting in a cracked touchscreen that prevented user interaction with the meal announcement feature while blood glucose levels reportedly remained unaffected. Symptoms included no clinical effects. Outcomes included no impact on health status and no need for medical intervention. Investigation included requesting device return for evaluation and providing user education on shutdown, data sync, and replacement setup, along with shipping a replacement device and a return label. Investigation of this case revealed physical damage to the device enclosure and touchscreen component, consistent with user-inflicted mechanical impact that impaired the user interface while core insulin delivery and cgm integration were reported as unaffected. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.